Event description:
The customer reported falsely elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. An initial result of 5.33 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital and transferred to another facility. The patient was also started on heparin (sodium) intravenous (IV) drip. There has been no report of any additional treatment given to the patient or current patient outcome. The customer stated the sample was hemolyzed and contaminated with edta (ethylenediaminetetraacetic acid). Subsequent testing of the patient's sample, on the same instrument, recovered a lower result of 0.01 ng/ml. The patient's sample was later tested at the alternate facility on a unicel dxi 800 system and produced a result of 0.01 ng/ml, within the normal reference range. The sample was analyzed in a becton dickinson (bd) rapid serum tube (rst) and centrifuged at 3,500 rpm (rotations per minute) for five minutes. The sample was refrigerated between 2-8 degrees celsius. The customer stated quality control (qc) passed within specification prior to and after the event. System check also passed within specification. The customer verified instrument performance by performing two passing 15-repetition precision test using level 1 and level 2 quality control (qc) material. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, the likely cause of the elevated troponin I result is due to patient sample integrity.